Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 785 mg/dl with the following symptoms: diabetic ketoacidosis, extreme drowsiness, blurred vision, polydypsia, polyuria, nausea, symptoms of dehydration, shortness of breath, vomiting, difficulty waking up and confusion. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with insulin via injection, IV glucose and IV fluids. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end testing the basal history correctly showed 2.0u and the total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during testing. Unrelated to the original complaint, the display had a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).